Event description:
It was reported that, "dr putting in screw, the screwdriver stripped the screw. He then tried the universal screwdriver, its stripped and split in half. They then brought in a universal screw removal set to try and finish locking the screw but could not fial tighten or remove 2 screws."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.